Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a uterine operation on (B)(6) 2018 and suture was used. During the procedure the suture broke. The surgeon changed to another one to complete the procedure. No adverse patient consequences were reported. No additional information was provided.